Event description:
It was reported that this lead exhibited a failure which required surgical intervention to explant it. There were no additional adverse patient effects reported. Please note: the model/serial of this lead was incorrect and the proper information was never provided from the field despite multiple attempts. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this lead exhibited a failure which required surgical intervention to explant it. There were no additional adverse patient effects reported.